Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as surgical impact opening (shell thickness within specification), broken device assessed as surgical damage and two openings assessed as surgical damage. As per the investigation procedure non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture